Event description:
Tech alleged that the head of the bed was drifting.

Manufacturer narrative:
The tech replaced the head cylinder to resolve the issue. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.